Event description:
Through a clinic survey, a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy discontinued pd therapy due to a serious infection. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. In the intake, there was no indication this event was related to the performance of any fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette, and the adverse events of peritonitis, characterized by abdominal pain, which required hospitalization. The pdrn attributed causality to swimming in his outdoor pool several times over the weekend (patient was reportedly told by pdrn he could). The patient reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, abdominal pain and cloudy pd effluent fluid is usually indicative of the onset of infective peritonitis. Based on the information available, the liberty cycler and fmc cassette can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report any fresenius device and/or product(s) failed to meet user expectation or manufacturer specifications.